Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error noted in the formatted history file due to software error. The pump was received with faded serial number label, cracked keypad overlay at select button, minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed pump error. The customer's blood glucose was 8.7 mmol/l at the time of the incident. Customer was unable to finish troubleshooting. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis